Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, atrial lead exhibited increased capture thresholds and high impedance measurements. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.